Event description:
During testing by a zoll medical service technician the associated multifunction cable caused the device to fail self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.